Event description:
It was reported, the pt experienced pocket heating at the ipg site. The stimulator had not been activated since implant. The pt was given medication which resolved the pocket heating issue. Follow-up identified the pt experienced swelling and tenderness at the ipg site; and the pocket heating issue re-occurred. The pt also reported being sensitive to amplitude changes. X-rays did not reveal any anomalies. As of (B)(6) 2014, the pt became more tolerant to programming and did not express experiencing pocket heating at the time. Further follow-up identified the pt was to undergo surgical intervention to explant the scs system; however, the appointment was cancelled.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.